Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient heard beeping and presented for a follow-up. Upon interrogation, the beeping was identified to be a result of a high, out of range shock impedance measurement. All other measurements were appropriate. Boston scientific technical services (ts) indicated that a single out of range measurements could be related to body movement and exercise. The patient will continue to be monitored appropriately. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient heard beeping and presented for a follow-up. Upon interrogation, the beeping was identified to be a result of a high, out of range shock impedance measurement. All other measurements were appropriate. The patient will continue to be monitored appropriately. No adverse patient effects were reported.